Manufacturer narrative:
H10: in reviewing the description of the occurrence, it was determined that this event did not lead to death or serious deterioration in the state of health of a patient, user or other person. Procedure was finished as intended without any other medical intervention with the same or equivalent device with no significant delay or complication. The malfunction did not cause or contribute to a serious injury or death and it is not likely to cause or contribute to a serious injury or death if the malfunction were to recur. This event is considered not reportable pursuant to 21 c.f.r. 803.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related failures. Probable cause may been an obstruction or connection issue. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during the debridement utilizing a versajet device, saline stopped flowing from the hand-piece. The procedure was completed without delay using a smith & nephew back-up device. No other complications were reported.